Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (delivers pulse below lower limit) was unable to be duplicated. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt delivered a pulse below the lower limit.